Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients with implanted drug infusion pumps. On 22-aug-2016 it was reported that the pump managing physician retired in (B)(6) 2015 and transferred patients to another pain clinic. Per the reporter, only 2 out of the group of patients that transferred to the new pain clinic had pumps that "were in there right". All of the other pumps were not in right/not working appropriately. It was discovered when they "put dye through the system". The patients were also told that they were on "excessive intrathecal doses/unsafe with the levels of meds and unusually high doses". The patients were told they were on such high doses that they thought they might get cancer and/or die. The patients thought they would be able to get off of oral meds because they had the intrathecal pump but the doctor did not agree so a lot of patients were on other forms of oral meds. It was in (B)(6) 2015 that the reporter learned about the high intrathecal doses. The new doctor was working on bringing the doses down to "a reasonable limit/dropping the intrathecal doses 3% at each doctor visit&#56224; the patients with diabetes had to find another clinic to manage their pump because the new clinic would not accept them. Other people needed to get their catheters fixed.